Event description:
During use of cougar wire, the physician noticed that the coating of the wire began to delaminate until it was detached by the wire. Same issue occurred with a second wire. By the end of the procedure he noticed green marks on his gloves and sterile table. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
(B)(4). Results and conclusion: (conclusion not yet available: evaluation in progress).